Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient died. The day of the patient's death the clinic nurse called into technical services noting that on the previous day's transmission, the patient's r-waves had gone from a chronic value of twenty millivolts to twelve millivolts. Undersensing was observed on the right ventricular (rv) lead after the patient received anti-tachycardia pacing and shock therapies. The nurse further indicated that the patient could "not be reached" and was suspected to have expired. Additional information obtained from the clinician reported that the clinician feels the lead's undersensing could lead to non-delivery of appropriate therapy and that the lead had a possible fracture of the rv lead. The cause of death was due to arteriosclerotic cardiovascular disease.